Manufacturer narrative:
(B)(4). Pump received with missing retainer, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected, low battery alarm and replace battery alarm. Customer blood glucose level was unknown. Customer also stated that they did not receive a low battery alert prior to the replace battery now alarm. Trouble shooting was performed. The device will be returned for analysis.